Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem ( service code 204, damaged cable connector) was confirmed. As received, the device produced service code 204. Upon evaluation, the trunk cable connector was cracked and the +5v (orange) wire was open inside the trunk cable. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse events occurred as a result of the defective electrode belt.

Event description:
10/15/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that the patient received a service code 204 (belt/monitor unusable) and that the electrode belt had a damaged connector.